Event description:
Pt was revised to address disassociation of the liner from the cup, poly wear, and osteolysis. Also, the head had rubbed on the cup to create some metalosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.